Event description:
Related manufacturing reference number: 2017865-2022-13948. It was reported that the patient presented to the emergency room after experiencing bradycardia due to loss of capture. During the procedure, it was discovered that the right ventricular lead was not properly inserted into the pacemaker header. The physician attempted to adjust the lead but found the pacemaker set screw to be stripped. A new torque wrench was used and was able to successfully remove the set screw to adjust the lead. The pacemaker and lead were left implanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.